Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens delivery, the capsular bag tore which necessitated a vitrectomy. The crystalens iol was removed and replaced with a different lens model. Reference MDR #2031924-2010-00051.